Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, bad battery, weak battery, battery out limit, failed battery test alarms and external ram crc error., unexpected restart alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple battery alarms including weak battery, failed battery, unexpected restart and external ram crc error. Blood glucose was at the time of the incident was around 150 mg/dl. The customer was able to clear the alarms, rewind and the self-test past. However, the unexpected restart alarm was recurring during normal use. The customer stated that a temporary basal was not programmed before the alarm occurred and the insulin pump was not stored or not in use for an extended period. The alarm did not occur shortly after inserting a new battery. It was advised that the insulin pump would need to be replaced. The insulin pump will be returned for analysis.